Event description:
Instrument failure - the surgeon was able to thread on a size 60mm hemispherical shell without holes into the acetabular shell inserter. The surgeon started impacting, about two or three hits, to the inserter with his mallet, the threaded portion of the inserter broke cleanly form the hemi shell. Agent then needed to wait for sterilization. The surgeon tried to remove the broken portion of the inserter, which was still in the 60mm shell, but was unable to do so. They then had to open a 60mm hemispherical shell with holes, which was placed without complication, using the other shell inserter that had become available.